Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint sample will not be returned to manufactuer for evaluation.

Event description:
Groshong line snapped on removal by dr. The line snapped under collar bone and gravitated to right atrium. Line was successfully removed with a bard entrio snare via femoral venous puncture.